Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Additional unrelated observation not reported by site: the instrument was found to have blade damage at the tip/midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, during the sterile pre-use inspection of the monopolar curved scissors (mcs) instrument, no detectable problems were detected. The moving end was fine, the moving casters were fine, and the protective tip was also installed without any problems. At the beginning of the procedure after docking (on a left partial nephrectomy), the instrument was installed on arm 3 and advanced under visual control into the abdomen without any problems. When the surgeon took control of the instrument via the surgeon side console (ssc), the mcs instrument no longer responded correctly, and in the image, the two joints were angled in opposition (in a ¿z¿ position), making it impossible for the surgeon to straighten it by manipulating the joysticks on the ssc. Customer tried to remove the mcs to see if the problem was resolved, but it was impossible to remove them, as the tip of the instrument was stuck in the z-position. After several attempts, the surgeon asked the staff to remove the trocar and instrument assembly all together through the wall. A new backup instrument was used to resolve the issue. There was a delay of 5 minutes. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 09-may-2025: the instrument was inspected prior to use and no damage was found. There was no pin sticking out. The instrument remained locked in z-shape. The port incision was not increased as there was a flexible wall. No fragment fell inside the patient¿s anatomy. No problem occurred from the time the surgeon takes handling of the ssc, without prior collision. There was no patient harm/injury due to this event. No photographic images or video recording of the procedure is available for review.